Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown cup, unknown, unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Surgeon didn't approve for return.

Event description:
It was reported that a patient underwent an initial left hip procedure on an unknown date. Subsequently, the patient was revised due to pain, corrosion, wear, and aseptic lymphocyte-dominated vasculitis-associated lesion (alval) like symptoms. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint cannot be confirmed based as there was not operative notes or x-ray provided. Device history record review was performed and identified no deviation or anomalies that will lead to the reported event. A root cause cannot be identified with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.